Event description:
Alleged the foot section ran up on its own when the right control was plugged in.

Manufacturer narrative:
The facility replaced the right caregiver control board to repair the bed.